Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As noted in a literature publication, chick et al radiographic findings of distressed venous stents and inferior vena cava filters: clinical implications; ajr am j roentgenol. 2017 nov;209(5):1150-1157; two (2) smart stents straightened. The mean time to identification of and type of implant distress was 23.8 months.

Manufacturer narrative:
As noted in a literature publication, chick et al ¿radiographic findings of distressed venous stents and inferior vena cava filters: clinical implications¿; ajr am j roentgenol. 2017 nov;209(5):1150-1157; two (2) unknown smart stents had implant distress described as ¿straightened¿ and there was re-stenosis present within the stressed stent. Per the article¿ the objective of our study was to describe an association between the radiographic appearance of distressed intravascular implants and venous stenosis or occlusion and to determine the success of reparative endovascular procedures¿. Distressed intravascular implants are associated with high-grade venous stenosis or occlusion. Reparative interventions are usually technically successful.¿ the two smart stent devices were used in subclavian vein applications. Implant distress type was determined by consensus of two interventional radiologists who reviewed all results. The mean time to identification of and type of implant distress was 23.8 months. Both stents had reparative endovascular procedures with satisfactory outcome. There is no product or patient specific information available. The devices remain implanted thus unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Restenosis is a known potential event associated with all intravascular stents and is listed in the smart control IFU as such. Restenosis maybe associated with multiple factors, including target lesion site, stent device, and underlying patient conditions. Incomplete expansion is a known potential product malfunction associated with the use of the smart control stent and is listed in the IFU as such. Per the smart control IFU: if incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed. Note: only areas within the stent length should note: only areas within the stent length should receive post-deployment balloon dilatation. The product was not returned and the DHR could not be completed because the sterile lot number was unavailable. Review of the available information suggests that vessel/lesion characteristics, may have contributed to the reported incomplete expansion. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: type of reportable event.